Event description:
It was reported when using the pyxis medstation es system that it had an issue with the drawer failure to not detected on bus . The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the row board cable. A field service engineer reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.